Event description:
It was reported to medtronic minimed that the customer was unable to pair the transmitter. The event involved product(s) mmt-7841zn, mmt-7715, mmt-7040a, mmt-7040a, mmt-7040a, mmt-1884. Troubleshooting was performed. Customer requested assistance with pump programming. Assisted customer with requested programming. Customer called with questions or concerns with charging the transmitter. Customer confirmed no damage to charger battery spring or connector pins. Customer mentioned charger green led light was solid green for more than 15-20 seconds. Customer tried other charger and behavior was not replicated. Customer reported a loss of communication between the transmitter and the pump. Customer called back after fully charging the transmitter but led did not blink when removing transmitter from the charger. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn. No product return is required for mmt-7715. No product return is required for mmt-7040a. No product return is required for mmt-7040a. No product return is required for mmt-7040a. No product return is required for mmt-1884.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.